Event description:
It was reported that a pathfinder nxt percutaneous rod inserter broke during surgery. The tip cracked and broke off in the wound, but was able to be retrieved. There was no reported injury.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause is design related. This is the final report that will be submitted associated with this incident and device.